Event description:
It was reported that this insertable cardiac monitor (icm) device came out of the patient. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative provided the physician reported the patient came in for a scheduled follow up and the icm device had come out of the pocket. The icm device was no longer implanted. The physician provided there were no signs of infection and no indication on why the icm device had come out of the incision site. The patient has possession of the icm device at this time. The boston scientific representative provided they would reach out and request product return. At this time no additional devices have been implanted. There were no additional adverse patient effects reported.

Event description:
It was reported that this insertable cardiac monitor (icm) device came out of the patient. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative provided the physician reported the patient came in for a scheduled follow up and the icm device had come out of the pocket. The icm device was no longer implanted. The physician provided there were no signs of infection and no indication on why the icm device had come out of the incision site. The patient has possession of the icm device at this time. The boston scientific representative provided they would reach out and request product return. At this time no additional devices have been implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
This correction supplemental report was submitted based on a change to the impact code field in fields h6 and f10.

Event description:
It was reported that this insertable cardiac monitor (icm) device came out of the patient. Boston scientific technical services (ts) received a call from the boston scientific representative. The boston scientific representative provided the physician reported the patient came in for a scheduled follow up and the icm device had come out of the pocket. The icm device was no longer implanted. The physician provided there were no signs of infection and no indication on why the icm device had come out of the incision site. The device has been returned for analysis. Another icm device has subsequently been implanted. There were no additional adverse patient effects reported.

Manufacturer narrative:
The device has been returned for analysis and the product investigation has been completed. Analysis of the returned product is not able to provide relevant information for the dehiscence allegation; however, dehiscence is a known medical risk associated with the implantation of a device under the skin. As a result, evaluation conclusion code "known inherent risk of device" was added.